Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 102.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 102) was confirmed. Upon investigation the monitor was unable to complete a pulse test and displayed a service code 102 (charge profile fault). The cause for the failure was isolated to an open resistor and a cold solder joint on the computer/analog board. The root cause for the open resistor and cold solder joint could not be positively identified. There was no adverse event that resulted from the damaged monitor.